Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Analysis was unable to verify unexpected battery out limit alarms due to keypad anomaly. However, the insulin pump was received with operating currents within specification. The insulin pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer reported that he received a button error alarm and battery out limit after taking out the battery for a period of time. The customer's blood glucose was 40 mg/dl at the time of incident. The customer stated that she treated the low blood glucose with sugar. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.